Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. There were charge cycles where the ipg did not fully charge due to insufficient charging time and inefficient charging technique. It was also noted that the patient was experiencing pain at the calf and lower back whether the device was on or off. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. There were charge cycles where the ipg did not fully charge due to insufficient charging time and inefficient charging technique. It was also noted that the patient was experiencing pain at the calf and lower back whether the device was on or off. The patient will undergo an explant procedure.